Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall (b)(r) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that, pt complains of pain in groin area. She reports some swelling and pain is getting worse. Was told by surgeon to preregister with stryker. She will be following up with surgeon. Update: it was reported that the pt had a revision of a rejuvenate implant. Pt's chromium level is 8.1. Doctor (B)(6) removed the rejuvenate hip femoral portion and replaced it with a secure-fit and matching poly head to accommodate existing adm shell. He also placed a dall miles cable around the proximal aspect of the femur.